Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the cause of the reported difficult to flush was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During preparation, a triclip was prepared according to the IFU when completing a single retraction and advancing the cds handle it was challenging to completely remove air from the shaft. Troubleshooting was preformed by repeating this movement multiple times before successfully freeing air from the shaft. The triclip was advanced within the patient and successfully implanted within the patient, a second triclip was then implanted and the procedure was discontinued. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported.